Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis voluntary MDR/medwatch report number mw5189105.

Event description:
A voluntary MDR/medwatch report was received on (B)(6) 2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to information received via a maude report, on or around (B)(6) 2026, the patient's dexcom g7 reportedly displayed a glucose value of approximately 150 mg/dl consistently throughout the day. The patient experienced vomiting, prompting a blood glucose (bg) measurement, which was reported as 525 mg/dl. A ketone measurement obtained at that time was reported as 3.0 mmol/l. Due to these findings, the patient was transported to the emergency department (ed) for evaluation. The patient was diagnosed with diabetic ketoacidosis (dka). No additional information regarding treatment, hospitalization duration, or patient outcome was provided in the report. Due diligence was not attempted as the reporter's details were not able to be identified. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.